Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Other text : device not returned

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the "1, 2, 3" screen. Customer experienced an elevated blood glucose (bg) of 507 mg/dl. Reportedly, customer reverted to an old pump to address elevated bg and for insulin therapy.